Event description:
It was reported to medtronic neurosurgery that a peritoneal catheter was revised because it had "ruptured." The catheter was reported to have been implanted several years ago. It was also reported that the patient did not "show any signs of health hazard" related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.